Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to corroded battery tube and battery cap contact. Unable to perform operating currents checking or verify low battery alarm due to failed battery test alarm. Unit had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
Customer reported via phone call that due to battery tube corrosion, battery was only lasting a few hours and sometimes insulin pump would not turn on. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.